Event description:
Firefighters responded to a person in full cardiac arrest from a probable drug overdose suicide. The patient was connected to the device that delivered 2 countershocks following ECG analysis. Subsequent to the countershocks, according to the reporter, when the analyze button was pressed, the device alarmed "motion detected" and would not analyze the patient's ECG. A backup als unit arrived within 2-3 minutes and connected the patient to a backup defibrillator/monitor and diagnosed the patient's ECG as in asystole. The patient was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the patient. The reporter based their opinion on the attending paramedic's assessment of the patient's viability and the immediate availability and use of a back up defibrillator/monitor.